Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, it was noted that the right ventricular (rv) lead had an insulation. The rv lead was capped and replaced on (B)(6) 2021. There were no electrical anomalies noted on the rv lead. The patient was in stable condition.